Event description:
A loss of therapeutic relief was reported. The pt experienced increased pain. The hcp was unable to aspirate from the side port during a catheter modification procedure and a csf leak was reported. The hcp performed a catheter splice. The determination of severity for the pt was mild. The reported event resolved without sequelae (B)(6) 2011. The pump contained dilaudid, bupivacaine and clonidine.

Manufacturer narrative:
(B)(4).